Manufacturer narrative:
It was reported from the site that the reason for the pump exchange was the drive line infection. It was stated that it was not clear if the pump pocket was infected, but after the computed tomography (CT) examinations the physician decided to exchange the pump on (B)(6) 2017. It was further stated that intra operatively there were no signs of neither pump or drive line infection. No additional information available. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the physicians suspected a pump infection. It was also stated that the patient had a pump exchange. No additional information available.